Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Corrected h10 this follow-up report is being filed to relay this report is a duplicate of 0001825034-2019-03103.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown baseplate, unknown. Unknown stem, unknown. Unknown poly liner, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, [product location unknown]. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient's shoulder was revised due to loosening of glenoid. Attempts were made to gain information, however no additional information was made available.